Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with trace - stage 1+ superior diffuse lemellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient's symptom's were resolved on (B)(6) 2018. Patient follow up has been scheduled for (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.25 x -1.50 x 0, left eye pre-op 20/20 -5.00 x -2.00 x 7.